Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the cracks in the smoke evaluation valve could not be determined. It is possible that the damage was caused by excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while reprocessing his olympus high flow insufflation unit, there was a crack in vacuum housing. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was a crack found in the vacuum housing. If additional information becomes available following the device evaluation, a supplemental report will be filed.